Event description:
The home patient had experienced a peritonitis episode. Reportedly, the home patient noted that patient's effluent was cloudy and went to a local hospital in 2005. The home patient then went to patient's dialysis clinic the next day where lab work was performed. The home patient was advised that patient would have to administer 1 dose of vancomycin weekly for 3 weeks. Per the home patient's nurse, the home patient has since recovered from the infection.